Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician implanted a 2.75 x 28 mm taxus express2 8.8% drug eluting stent. After the balloon was completely deflated, difficulties removing the stent delivery system were encountered; the balloon was sticking to the stent. The balloon was freed when the guide catheter moved down to the stent and the balloon released. No patient complications were reported. The patient's status was reported as "satisfactory/good'. Additional information has been rquested.